Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, the stapler was being fired across the bowel. As the cutting was begun, there was bleeding and that's when it was noted that the stapler had not fired. Redid anastomosis and used another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, the stapler was being fired across the bowel. As the cutting was begun, there was bleeding and noticed that the stapler had not fired.